Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 573 mg/dl and it was addressed with an injection. It was noted that the suspected cause of the elevated bg level was a possible loose luer lock connection; however, it could not be confirmed.